Manufacturer narrative:
A steris service technician arrived on-site, inspected the table, and identified that the bolts which secure the tilt cylinder to the table were not fully engaged and required replacement. The 3080sp surgical table was manufactured in 1995 and has been in service for 21 years. The steris technician notified the user facility that the table should be removed from service pending table replacement. The facility's steris account manager is working with the user facility regarding replacement options for the table.

Event description:
The user facility reported their 3080sp surgical table tilted when transferring a patient off the table after conclusion of a procedure. No injury, procedure delay, or cancellation was reported.